Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, med fridge did not open when the rn attempted to access the pyxis refrigerator. Customer tried to recover but still could not recover srm. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) investigated the report that the refrigerator would not open, but fse was able to access it using hardware test application without any issues. The refrigerator was opened and tested multiple times, and the customer confirmed the fault had recovered. No issues were found, and medication inventory was verified. The system functioned as intended when the field service engineer investigated the device.